Event description:
It was reported that during intra-aortic balloon (iab) therapy, three hours after inserting the iab catheter, when the cs100 display was confirmed, the diastolic augmentation pressure hardly increased, and the balloon pressure waveform increased only about half of the normal pressure. No alarm sounded from the pump.. The iab was refilled and working without problems. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Reference complaint # (B)(4).

Manufacturer narrative:
Additional information section h - evaluation method codes added: historical data analysis; 4109. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, three hours after inserting the iab catheter, when the cs100 display was confirmed, the diastolic augmentation pressure hardly increased, and the balloon pressure waveform increased only about half of the normal pressure. No alarm sounded from the pump.. The iab was refilled and working without problems. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The sheath, extender and pressure tubing were also returned. The technician was able to successfully aspirate/flush the inner lumen. The technician attempted to insert a laboratory 0.025¿ guide wire through the inner lumen and was able to successfully insert the guide wire. No obstructions were felt. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal, pressure and extender tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and pumped for two hours which represents one complete autofill cycle. The iab pumped normally and no alarm sounded from the pump. The reported events cannot be confirmed by the evaluation. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint (B )(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, three hours after inserting the iab catheter, when the cs100 display was confirmed, the diastolic augmentation pressure hardly increased, and the balloon pressure waveform increased only about half of the normal pressure. No alarm sounded from the pump.. The iab was refilled and working without problems. There was no reported injury to the patient.

Manufacturer narrative:
Event site postal code: (B)(4). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, three hours after inserting the iab catheter, when the cs100 display was confirmed, the diastolic augmentation pressure hardly increased, and the balloon pressure waveform increased only about half of the normal pressure. No alarm sounded from the pump.. The iab was refilled and working without problems. There was no reported injury to the patient.